Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, no additional patient information was provided. The root cause of the pericardial is unknown but is believed to be wire manipulation related. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our affiliates in (B)(4), after the implant of a 23 mm sapien 3 valve by right tf approach in aortic position, the patient´s blood pressure dropped. On initial inspection on transthoracic echo a ¿small¿ pericardial effusion was visualized. After another few minutes, no pericardial effusion could be visualized both on echo and angio. Chest drainage tubes where inserted into the patient with a minimal amount of blood withdrawn. The patient was otherwise healthy and was moved to recovery for further investigation. The patient is doing well. As per medical opinion, the root cause of the pericardial effusion is unknown but is believed to be wire manipulation related.